Manufacturer narrative:
Device received unable to perform the displacement due to complete broken reservoir tube lip and broken battery tube threads noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that there was a chipped on the reservoir compartment. The customer¿s blood glucose level was 300 mg/dl. Customer reported lip ring was damage. Customer reported that the reservoir was unable to lock in place. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.